Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: the wearable cardioverter defibrillator as a bridge to reimplantation in patients with ICD or crt-d-related infections. Journal of cardiothoracic surgery. 2017; 12(1):99. Doi: 10.1186/s13019-017-0669-2. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding implantable pacing leads. The article reports the patient developed an infection requiring removal of the system. It was noted that during the lead extraction, a tear at the coronary sinus occurred. Under the use of cardiopulmonary bypass the tear was successfully patched. No further patient complications have been reported as a result of this event.